Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved by obtaining another tower that was available as the other one was unusable. No patient injury or harm. There was a delay while a replacement tower was brought in. The procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer experienced repeated 48406 errors from the endoscope. The customer first attempted troubleshooting by swapping to another endoscope and power cycling the vision side tower, but the issue persisted. The customer received phone assistance from the technical support engineer (tse). Tse then reviewed uploaded error logs and confirmed the 48406 error, verified that the customer had already cycled the vision side tower's main breaker, and had the customer check the orange fiber cable connection, which showed both leds as blue. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to replicate the error due to not having an endoscope available. Fse removed and installed a new endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.